Manufacturer narrative:
(B)(4). The complaint rt013 was not returned to fisher & paykel healthcare (B)(4) for evaluation as it had been destroyed by the hospital. Several attempts were made to obtain additional information as to the nature and location of the reported damage, but no further details were provided. Without the compaint device or sufficient information we were unable to confirm the failure as reported by the customer. We have not received any other complaints for the rt013 interface in the past four years. All rt013 mask interface adaptors are visually inspected for defects prior to leaving production. Those that fail this inspection are rejected. The user instructions which accompany the rt013 contain the following warning: do not crush or stretch tube.

Event description:
A hospital in illinois reported that damage was observed on an rt013 mask inerface adaptor while it was being used on a patient with a tracheostomy interface. No patient consequence was reported.